Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a high current drain during device use which would increase the discharge of the lithium along the edges and in the turns, as seen in the battery. Additional analysis revealed the charge time out and end of service indication were caused by elevated battery impedance. The elevated impedance caused the battery output voltage to collapse below minimum operating levels during the charge, which resulted in charge timeout and low battery voltage during charging. This resulted in an end of service indication. (B)(4).

Event description:
The device was returned to the manufacturer after being explanted and replaced due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.